Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a pump error alarm. The customer¿s blood glucose was unknown. The customer states that pump error reoccur. To discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.